Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that upon insertion of the lens into the patient¿s right eye, the haptic ripped near the haptic/optic junction. Reportedly, the incision was enlarged to remove the lens and a backup lens of the same model was implanted. The patient was fine and had no problems post procedure.

Manufacturer narrative:
The lens was returned to bausch + lomb. Visual inspection found one haptic plate torn from the side to the center, just under the haptic arms. The other haptic was not damaged. The cause of damage could not be determined. Review of the device history record (DHR) did not find any nonconformities or anomalies related to this complaint. Based on available information, a root cause for the reported event could not be conclusively determined. However, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.